Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had sometimes had to press buttons twice. Customer's blood glucose value was unknown. Customer stated that insulin pump has scratches on the screen and no background light. Customer stated that changing battery every 4 days and buttons are harder to push skips steps and had to start over. The device will not be returned for analysis.